Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products.

Event description:
The patient's attorney alleged that the decedent experienced an unspecified non-cardiac event on or about (B)(6), 2007, an unspecified non-cardiac event on or about (B)(6), 2007, and a cardiovascular event on or about (B)(6), 2010 and subsequently expired after the use of the product.